Event description:
It was reported that the patient had a catheter revision. The patient had a laminectomy and the catheter was tunneled higher up the spine. Additional length was also added to the catheter. It was also reported that there were telemetry issues between pump and the clinician programmer. It was noted that there were potential sources of electromagnetic interference present and was later mentioned that the patient was lying on a metal detector that was scanning for leftover instruments. It was reported that while updating the pump following the catheter revision a "pump memory error" message was received. During the second attempt the pump was found to be in stopped pump mode. A third attempt to update the pump was successful. The patient "did not exhibit signs of distress after the surgery." The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_prog, lot#, serial#, implanted: explanted: product type: programmer, physician, product ID 8731sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).